Manufacturer narrative:
Medwatch sent to FDA on: 27/nov/2007. The product associated with this report will not be returned for analysis. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan works closely with bariatric surgeons to investigate the cause of any serious complications following the use of the lap-band system and, as with all the company's marketed products, information that suggests the device may have caused or contributed to a death or serious injury is reported to the FDA. Due to the anonymity of this report allergan is unable to obtain additional information. Hypoglycemia and death are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of death as follows: laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur.

Event description:
Company representative forwarded newspaper article to be reviewed. Article stated: "the wellingtonian died in june, a fortnight (u.k. Two weeks) after having a gorgeous getaways-organized lapband operation in kuala lumpur. She (the patient) collapsed and died at the resort. A pathology report said the woman died of hypoglycemia".